Manufacturer narrative:
We are waiting for more clinical details and for the involved sample for investigation in order to confirm that the root cause is the cuf of the catheter. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Four (4) days after insertion the device, given the non functioning of the device and the reddening in the area surrounding the insertion point, the nurse removed the catheter. Upon removal, which occured without problem, it is noted that the catheter has partially escape (about 3 cm) and a clear cut of the catheter is evident. The distal part remained inside the vessel. Before surgical removal of the remained distal part, the patient must undergo thrombolytic therapy because the device has thrombosed. No additional information concerning patient outcome have been forwarded.

Event description:
A few additional information's were communicated: the catheter has been inserted with ultrasounds aid, the medication done with statlock and transparent dressing. The visual examination of the catheter shows that it has fractured at the 2 cm from the antikinking collar and that it is kinked. Furthermore, the fracture tube is not rounded, it is oval and crushed. See enclosed photos. This event is not linked to catheter defect. During the manufacturing process, a 100% visual control is done. The guide is inserted in the catheter by an operator before the final packing. Therefore, it seems that the catheter has been damaged during it use by a clamp and/or a sharp object.

Manufacturer narrative:
A few additional information's were communicated: the catheter has been inserted with ultrasounds aid, the medication done with statlock and transparent dressing. The visual examination of the catheter shows that it has fractured at the 2 cm from the anti-kinking collar and that it is kinked. Furthermore, the fracture tube is not rounded, it is oval and crushed. See enclosed photos. This event is not linked to catheter defect. During the manufacturing process, a 100 % visual control is done. The guide is inserted in the catheter by an operator before the final packing. Therefore, it seems that the catheter has been damaged during it use by a clamp and/or a sharp object.